Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined location. Customer¿s blood glucose (bg) level was 540 mg/dl. Customer addressed the elevated bg with a bolus via the pump. The customer went to the emergency room due to the high bg. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later, (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support performed a pump system check, and the pump is functioning as intended.